Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices. Reportedly, the three proglide devices failed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported unknown device issue could not be replicated/ confirmed as the reported failure mode was not specified and the plunger, suture, posterior needle tip, both cuffs and link were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In the absence of a specific failure mode reported and all components not returned for analysis, a conclusive cause could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the previous medwatch report additional information was provided in literature: "use of the manta device to rescue failed pre-closure following transfemoral transcatheter aortic valve implantation". It was reported that suture placement in the heavily calcified left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The tavi procedure was completed. The knots of the successfully preplaced sutures of two proglide devices were tightened, but torrential bleeding followed. Another proglide device was used but heavy bleeding persisted. A 14f sheath was placed. A manta vcd was deployed and following 10 minutes of manual compression and balloon tamponade, hemostasis was successfully achieved. There was significant blood loss with hemoglobin drop from 128g/l to 77g/l. A blood transfusion was given. The patient recovered and was discharged home. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Patient codes: 1888 labeled. Internal file number - (B)(4). Corrections: MFR site - reg #, patient code 2199 removed. (Continued): proglide (x1), 6f 14f sheaths,medtronic 23mm evolutr valve, 21mmmitraflow valve, heparin, aspirin. Attachment: noman ali phd., et al, use of the manta device to rescue failed pre-closure following transfemoral transcatheter aortic valve implantation, journal of cardiology cases 19 (2019) 81-84.

Manufacturer narrative:
(B)(4). Correction: contact name updated. Evaluation summary: the device was returned for analysis. Failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event.